Event description:
During a procedure, the cytology brush tip detached and remained in the pt's lung. Ballard medical products has no first hand knowledge of the allegations, but it is relaying information received from outside sources pursuant to federal regulations.